Manufacturer narrative:
See attached summary memo of evaluation. (B)(4).

Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to failure to osseointegrate 10 months after implantation. The doctor noted bone resorption during surgery. The patient has no significant medical history. The patient required another surgical intervention.